Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the atrial lead exhibited p-wave amplitude variation and varying low impedance. Noise on the lead was also noted causing inappropriate automatic mode switch. No intervention was performed at this time. The patient was stable in condition.